Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was physical damage of insulin pump. It was reported that customer ran into a wall while skating and as a result, display screen had dark ink-like stains above the act and esc buttons and only half of display screen was viewable. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to bleeding lcd glass. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had severely scratched display window, cracked reservoir tube lip and cracked case near the display window corners.